Event description:
In 2009, a pharmacist contacted lifescan (lfs) on behalf of the lay pt alleging that the pt's one touch ultra smart meter displayed the error 5 message. The pt provided answers to the lfs troubleshooting questions. The complaint was classified based on the customer care advocate (cca) documentation. The pt said he attempted to retest with a different vial of test strips and the problem [error 5 issue] persisted. The specific time the issue first started was unk. The pt said he continued to take humulin 70/30 insulin on a fixed dosage regimen: 30 units in the am and 20 units at night. The pt claimed to be tired and dizzy after the product issue started. He said he went to the ER about one week prior at 11:00 pm. A result of 400 was obtained on the ER device and a health care professional treated the pt with insulin. The cca noted that the pt followed correct testing technique and the error 5 issue was not resolved. The pt's products were replaced. This complaint is reported because the pt claims the lfs product displayed the error 5 message and afterward he experienced symptoms. He claims an elevated blood glucose result was obtained in the ER and he was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.